Event description:
Boston scientific crm received information that this lead had dislodged from twiddler's syndrome. Attempts to reposition the lead were unsuccessful. The lead was explanted and replaced without incident. There were no adverse patient effects.

Manufacturer narrative:
Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observation. Past experience suggests patient manipulation of the lead through the skin (twiddler's syndrome) is a contributing factor to damage of this type.